Manufacturer narrative:
Product was not returned for evaluation. Root cause is unknown.

Manufacturer narrative:
User reported a CT-99 pad leaked on a patient's surgical site. Csz opened complaint (B)(4).

Event description:
Customer stated a CT-99 pad leaked on a patient's surgical site.